Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump has multiple errors. Customer's blood glucose value was unknown. The customer states that the buttons are unresponsive, random no delivery alarm and has a strong smell of insulin in the insulin pump. No troubleshooting was performed. Device will not return for analysis.